Event description:
In 2007, this patient was implanted with a gore excluder aaa endoprosthesis. At the beginning of the procedure, a boston scientific glidewire guidewire was introduced in the left common femoral artery. Both gore devices were placed without incident, and no adverse events regarding the devices was reported. Shortly after the procedure, the patient lost pulse in the lower left extremity. The patient was brought back into the operating room at which point a dissection caused by the initial introduction of the guidewire, was noted to have caused a flap in the vessel, resulting in occlusion of the vessel. Endovascularly, two boston scientific wallstent endoprostheses were placed, successfully resolving the dissection. The patient is reported to be doing well.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.